Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
It was reported that the ventilator had a failure in operating the touch panel display. Reportedly, the reacting position was largely misaligned with the touched position. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The reported issue was confirmed, and the touchscreen required replacement. The repair was canceled upon the customer's request and the unit was returned unrepaired.